Event description:
It was reported that during a da vinci-assisted pancreatectomy procedure, the harmonic ace instrument's generator presented a "high pressure at the tip" message. This instrument could not work. The customer used a spare instrument to continue with the procedure. No fragment was reported to fall into the patient. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade roughly 0.33¿ from the base. The broken piece was returned.

Manufacturer narrative:
Intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information regarding the reported event: the customer stated that no fragment fell inside the patient. When the nurse took the instrument out of the patient, the instrument's tip was cleaned. The tip fell down on the table. The patient has not returned to the hospital due to experiencing any post-surgical complications related to the retention of foreign material.

Event description:
Refer to h10/h11 for follow-up information.